Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the infra-renal angle was 40 degrees. Proximal aorta was 20 mm in diameter and 25 mm in length. Right iliac artery was 10 mm in diameter and the left iliac artery was 12 mm in diameter. The right and left femoral arteries were 8 mm in diameter. There was no presence of circumferential thrombus or calcification. A CT performed approximately four months ago with contrast revealed that was evidence of a type ii endoleak. One month later, the patient was hospitalized with acute ischemia/occlusion of the inferior left limb due to thrombosis of left limb of stent graft. There was no stent graft twisting or kinking reported. A femoral-femoral crossover bypass (right-left) was performed on and the blood flow was restored. The investigator assessed this event to be related to the study device but not the study procedure or aneurysm. No additional clinical sequelae were reported.

Event description:
Additional information for this case was received. It was revealed regulatory report number 2953200-2012-02217 and 2953200-2012-02218 were reported previously under 2953200-2012-01879 and 2953200-2012-01880.

Manufacturer narrative:
(B)(4).

Event description:
Updated information was received. Although the left leg ischemia resolved after the intervention, the patient has persistent left debilitating buttock claudication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a secondary intervention of iliac artery re-canalization was done approximately two years and seven months after the index procedure to resolve the previously reported left internal iliac artery occlusion; however, the internal iliac artery occlusion persisted after the procedure. A CT scan done approximately four months after the secondary intervention again showed left limb occlusion.

Event description:
Additional information was received as follows: the CT imaging done approximately 6 months ago still showed a left limb occlusion. It was also reported that the previously reported left limb occlusion that was observed included arterial occlusion of both the left external iliac and left internal iliac arteries.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), (cause is unknown), conclusion: (cause is unknown).